Manufacturer narrative:
One certain® driver tip was returned for inspection. Visual inspection revealed a large amount of wear about the hex tip of the driver. The o-ring is missing with debris at the connection surface. Part was functionally tested. It was confirmed that a mating implant inserted into the tip takes excessive force to engage, and excessive force to release. Complaint is therefore confirmed. The lot number of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Correction: (B)(4).

Manufacturer narrative:
Product lot number unknown/not provided.

Event description:
The clinician reported that driver did not release from implant after placing it. The surgery was completed with another driver.